Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as 2134265-2010-05259. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. The target lesion was located in the ramus with 70% stenosis and was 35 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with a 3.50 mm x 28 mm taxus liberte stent which appeared oversized compared to the rest of the artery. Ivus ruled out distal edge dissection however there was a 50% stenosis which was treated with a 2.75 x 12mm taxus liberte stent that overlapped the previous stent distally. There was 0% residual stenosis. One day post index procedure, the patient experienced recurrent chest pain lasting greater than 20 minutes. An EKG revealed mild lateral st changes with t inversion and cardiac enzymes were elevated, consistent with a myocardial infarction. The patient underwent repeat cardiac catheterization which revealed no significant changes in coronary anatomy since pci. The patient was discharged 2 days post index procedure on aspirin and prasugrel.

Event description:
(B)(4) study. Same case as 2134265-2010-052590. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. The target lesion was located in the ramus with 70% stenosis and was 35 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with a 3.50 mm x 28 mm (B)(4) stent which appeared oversized compared to the rest of the artery. Ivus ruled out distal edge dissection, however there was a 50% stenosis which was treated with a 2.75 x 12mm (B)(4) stent that overlapped the previous stent distally. There was 0% residual stenosis. 1 day post index procedure, the patient experienced recurrent chest pain lasting greater than 20 minutes. An EKG revealed mild lateral st changes with t inversion and cardiac enzymes were elevated, consistent with a myocardial infarction. The patient underwent repeat cardiac catheterization which revealed no significant changes in coronary anatomy since pci. The patient was discharged 2 days post index procedure on aspirin and prasugrel.

Manufacturer narrative:
Lot number, expiration date and manufactred date updated.(B)(4).